Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia cassette had "a small cut on the tubing". This was identified before use of the device for peritoneal dialysis therapy. The cassette was not installed on the machine. There was no patient involvement. No additional information is available

Manufacturer narrative:
Correction made to d5: operator of device: other (previously submitted as patient/consumer). Correction made to g3: date received by MFR: 1/28/2026 (previously submitted as 1/23/2026) additional information was added to h6 and h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed scratches on the tubing below the patient connector. The reported condition was verified. The scratches were caused by grippers during the automation assembly process of manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.